Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead was part of a system were the pocket was eroded. The device was explanted but physician decided to keep the lead implanted as the patient is dependent. An infection is a life-threatening situation. The patient underwent surgical intervention to remove the device but as there is a risk of infection with the lead. No additional adverse patient effects were reported.